Event description:
Boston scientific received information that the setscrews for the atrial port in this device's header were stuck and could not be loosened during the procedure to explant this device. The physician elected to cut, cap and surgically abandon the lead. No replacement lead was implanted, as the patient experiences chronic atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, visual observation confirmed that the right atrial (ra) setscrews were stuck and the lead terminal pin was stuck in the ra device header barrel. In addition, the two ra seal plugs were missing. No anomalies were noted with the other setscrews and seal plugs. The setscrews subsequently were successfully loosened and the terminal pin removed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.